Event description:
A review of the published literature revealed that, a patient experienced postoperative complications with the crystalens iol. According to the article, a female patient underwent uncomplicated cataract extraction and placement of crystalens iols bilaterally. A few months postoperativley, the patient developed a rhegmatogenous retinal detachment os that failed initial pars plana vitrectomy, capsulectomy, and gas-fluid exchange. Secondary repair successfully reattached her retina with silicone oil tamponade. Subsequent to administration of silicone oil, the oil droplets adhered to the anterior and posterior surfaces of the iol. An oilectomy was performed to attempt to remove the oil droplets, however, they could not be successfully aspirated. This has resulted in decreased bcva.